Manufacturer narrative:
(B)(4). Batch # p93p08. Investigation summary the device was returned with no apparent damage. The device was connected and tested on a gen11. During functional testing the clamp arm of the device could not fully open and close. The lever did not completely actuate the clamp arm. The device was analyzed under x ray and it was found that there was a broken internal component; y-link. This impacted the performance of the clamp arm. The instrument was inspected and no pieces or components were found to be missing that could have fallen into the sterile field of the patient. No conclusion could be made as to how the component was damaged. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during the procedure, the instrument broke when dissecting part of colon when performing cholecystectomy. Small piece from instrument was found on patient sterile area. All foreign object removed from patient.